Event description:
Patella - dome does not prevent subluxation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a patella 5550-x-xxx. This information was received via a post market surveillance surgeon survey. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding potential patellar subluxation involving a triathlon patellar component was reported. The event was not confirmed. The event reports a surgeon's concern with the function of the triathlon dome patella. No intraoperative issues, patient harms, or specific product deficiencies of the subject device are alleged. Detailed instructions regarding proper preparation of the patient knee to allow for proper reconstruction of the joint are provided in the triathlon surgical protocol. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patella - dome does not prevent subluxation.